Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens but due to a weak capsule bag, the surgeon was unable to position the lens in the pt's eye. The lens was removed with no pt injury and a sulcus lens was implanted. The reporter stated there was no malfunction of the lens and this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Other (no lens malfunction) - eval results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.